Event description:
This is a common and widespread problem affecting many cases. When the patient's ehr is open and being searched for radiology results, there is a camera icon on which to click which opens the radiograph images to be seen. The patient's chest radiograph was the subject of this query. The icon was clicked and a normal appearing chest radiograph appeared and other results were then accessed. The problem is that the radiograph that appeared and was normal, was not of this patient, but of some other patient that was not even on my patient list. The patient in question had a radiograph that indicated pulmonary edema and was sought after the physical lung exam was found to be inconsistent with a normal chest radiograph. The defective presentation of another patient's radiograph is common with this interface of devices but if the image was allowed to stay on the screen, the correct image of the right patient would load. This defect causes misdiagnosis and wrong treatments.